Event description:
It was reported that the patient was experiencing pain at the ipg site due to impaired wound healing. Additional information was received that the patient underwent an explant procedure and the explanted device component will not be returned.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to impaired wound healing.